Event description:
The customer alleged that the ventilator is working satisfactorily for > 20 minutes then it failed to ventilate with no audible or visual alarms except an error code on the blue screen and a recommendation not use the machine. A very short-lived audible note occurred after disconnecting the patient as the machine did a post. There was no patient harm or change in therapy.